Event description:
Reporter stated the infusion device displayed an e8 power interrupt error on (B)(6) 2014 when the patient was sleeping. The patient thought the infusion device shut-off but was unsure if she pressed the check button twice. The infusion device then displayed an e2 battery depleted error on (B)(6) 2014 and a w2 battery low warning on (B)(6) 2014. She changed the battery each time. She has experienced "strange" blood glucose levels since the original e8 error, and she believes the insulin delivery is inaccurate. Her blood glucose was 260 mg/dl on the morning of the report, despite increasing the basal rate by 0.5 unit. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).